Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4). Implanted: (B)(6) 2020 explanted: product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4). , ubd: 17-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a fall about a month ago which caused the lead to migrate. No symptoms were reported.